Event description:
It was reported that the catheter dislodged. The pump was being replaced on the day of the report for normal end of service. Under fluoroscopy, the healthcare provider (hcp) determined that the distal tip had come out of the intrathecal space. The hcp was to perform a catheter revision during the pump replacement. The catheter was completely removed, no segments remained. It was noted that the patient began to experience a loss of therapeutic effect 6 months prior to the report. The pump was used to deliver morphine and clonidine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), product type catheter. (B)(4).